Event description:
A report was received that during a re-trial, two contacts of the trial leads got stock in the patient's body. The contacts will not be removed.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2158-50e, serial #: (B)(4), description: trial linear lead with enhanced stylet, 50cm.